Event description:
The pt experienced headaches following a new pump and catheter implant. In 2008, a catheter dye study was completed (results not reported). The same day the pt had surgical revision of the pump. The sutures holding the pump in place were broke. The hcp reported the pt outcome as "no injury". The pump was used to deliver morphine.

Manufacturer narrative:
.